Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery was carried for my only daughter, in (B)(6) on (B)(6) 2006. Since last 6-7 months she is facing difficulty in walking and severe pain while walking and standing. Now the pain is spreading over waist and complete left leg, which was under gone surgery with asr implant. Pain is unbearable and there are some side effects also. When we have consulted the surgeon, in his investigation by x ray, he found the hip joint ball is out of socket, and not in proper position. Also in blood report found the chromium and cobalt levels are very high due to the deteriorated implant. Due to the high level of chromium and cobalt in blood, she is facing other side effects of headache, neck pain & sleepless nights. We are aware of the similar type of complaints raised by other patients also on this asr implant product of johnson and johnson in other part of country in india and also abroad.